Manufacturer narrative:
The calibration and qc results were acceptable. The field service representative found the tube from the rinse unit was broken right above the vacuum vessel that he repaired. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Sample 1 initial ise indirect gen.2 sodium result was 180 mmol/l. The repeat result was 140 mmol/l. Sample 2 initial sodium result was 468 mmol/l. The repeat result was 136 mmol/l. Sample 3 initial urea result was 1 mg/dl. The repeat result was 44 mg/dl. The questionable results were not reported outside of the laboratory. The electrode lot number, reagent lot number, and expiration dates were requested but were not provided.